Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system power supplies, boards, cables and connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.